Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response die to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, cracked lcd window, minor scratches on the lcd window and scratched reservoir tube window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she worked out and got sweat on the insulin pump prior to the alarm. Customer's blood glucose reading at the time of the call was 110 mg/dl. No further information reported.